Event description:
A patient reported that their incisors are still mashing together causing wear. Those first set of aligners have not solved anything. The end results were not met, patient has bite concerns and enamel wear.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.